Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The reported events are physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number or model number.

Event description:
Sales rep reported a lap-band "erosion." No info was provided on when the event was first noticed. The lap-band system was removed but no info was provided on if it was replaced. Dd'l info: healthcare professional reported pt presented to the office experiencing nausea, pain, and dysphagia. Lap-band system was not replaced.